Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not delivering the insulin properly. The customer stated that he conducted the high pressure test twice, and the insulin pump failed the test both times. The customer requested a replacement insulin pump. Nothing further was reported.